Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was having a ventricular fibrillation episode when an error message displayed that there was a possible problem with the shock electrode. The first high voltage shock was unsuccessful, and the second high voltage therapy was successful to terminate the arrhythmia. The patient was hospitalized and a lead revision is anticipated to take place at another hospital. The patient was in stable condition.